Manufacturer narrative:
Device analysis the returned product consisted of a watchman delivery system (wds) with the closure device in the sheath. The implant, sheath, hub, core wire, and device tip were microscopically and visually examined. Inspection found the sheath was kinked in numerous locations and abrasions were present on inside the sheath tip. The tri-cuts of the device tip were flared and anchor damage was noted on the closure device. Device tip damage and closure device anchor damage is consistent with deploying and recapturing the closure device. Product analysis could not confirm the reported difficulty recapturing closure device as clinical circumstances could not be replicated.

Event description:
It was reported that difficulty recapturing a device occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). Difficulty was experienced during recapture of the closure device. The closure device was successfully recaptured and removed from the patient. The procedure was completed with a second closure device. No patient complications were reported.

Event description:
It was reported that difficulty recapturing a device occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). Difficulty was experienced during recapture of the closure device. The closure device was successfully recaptured and removed from the patient. The procedure was completed with a second closure device. No patient complications were reported.